Event description:
Caller reported they did not see drops of insulin at the end of the tubing during the fill tubing step of the load sequence. There was no adverse impact to the customer's blood glucose level. Technical support guided the caller through filling and loading a new cartridge on the pump, and the caller successfully completed the load process and resumed insulin.